Manufacturer narrative:
Customer contact reports there is no patient information available. Unique identifier: (B)(4). The breathing system was cleaned by the site biomed to resolve the issue.

Event description:
The hospital reported a malfunction causing an over delivery of pressure in the patient circuit. There was no report of patient injury.